Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2019. On post-operative day 1, the patient required cardioversion for atrial fibrillation with rapid ventricular response. On post-operative day 2, the patient was observed with left hemiparesis and gaze preference. A left basilar ganglia infarct was confirmed via computerized axial tomography (cat) scan. Aspirin (acetylsalicylic acid) and coumadin (warfarin) therapy had been resumed. The patient experienced weakness which prevented independent living after discharge.

Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired. The device was not returned for evaluation (reference manufacturer report number 2916596-2020-01519). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia and stroke, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.